Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Crm service notification text (B)(6) 2021 12:20:08 erp_rfc_user related (B)(4) crm service notification text (B)(6) 2021 12:17:11 erp_rfc_user related (B)(4) crm service notification text (B)(6) 2021 12:17:08 erp_rfc_user related svn (B)(4) crm service notification text (B)(6) 2021 12:16:54 mollaa1 the referenced legal matter (legal complaint file) was received by medtronic on (B)(6) 2021.report on (B)(6) 2021, medtronic received notice of 91 adverse events. The details are as follows: date mdt became aware: (B)(6) 2021 reporter name: asim badaruzzaman reporter status: attorney each customer is listed on the spreadsheet with a description of their individual incident/event. Note: the spreadsheet represents the entirety of the information the legal department has at this time. When/if additional details become available, the information will be supplemented. Claimant name (pump user name): john buchanan pump user dob: (B)(6) 1975 state of residence: pa state of injury: pa alleged event date(s): (B)(6) 2020 event type (injury/death & hypo/hyper): hypoglycemia pump model & serial #: 670g / does not recall retainer ring (clear, black, n/a): does not recall current location of pump: medtronic sap number: 100624616 ----end report---- I scanned all legal documents to the account. Medtronic does not have any additional information regarding the referenced matter nor is medtronic authorized to attempt to collect any additional information regarding the referenced matter (consent to attempt contact must be obtained from the medtronic legal department - request submitted/no eta on response time from the legal department or that consent to attempt contact will be authorized). Note: the mention of ¿91 adverse events¿ pertains to 91 separate medtronic customers so none of the reports/svns will be cross-refer enced.